Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the blue mechanism had come off ¿ marks behind the iol. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).